Event description:
Event information received from quality specialist. Pump was set to 10ml/hr and reportedly overinfused the patient, delivering 250ml of solution. There was no report of any patient injury or medical intervention. There was a chance that a cellular phone was in use near the device at the time of the incident, but it was not noted if the phone had any effect on the pump such as a rate change or failure. The facility's biomedical engineer tested the device and found the accuracy within specification. Attempts have been made to obtain information regarding the time the solution was delivered in, the type of medication and patient information, no additional information was provided at the time of this report.